Event description:
I want to make the FDA aware of a patient safety issue! Carefusion has sent us pleurx drainage kits - (B)(4). We received on (B)(6) 2011. On (B)(6) 2011, it was brought to my attention they had put an overlay sticker on one side of the product to notify the user that there is a recalled alcohol prep inside the package. There was a letter sent out to distributors and customer that bought product directly from carefusion but there was no direct letter to covenant. The other lines of communication would be through cardinal passing the letter on to us or a direct communication for our carefusion representative - neither happened. There is no recall in our files on this product. We had no notification from a written recall or even a discussion from any carefusion/cardinal representative (until we raised an objection on (B)(6) 2011). The overlay is small on the outside packaging. The overlay is only attached to one side of the product. When clinical staff pull a product off the supply cart they assume it is safe to use in patient care delivery. In the clinical setting staff don't always have time to read the small print labels on the product, again assuming if it has been delivered to the patient care area it has passed earlier safety checkpoints in the facility. If the carefusion or cardinal reps had communicated this overlay to us we could have driven out education to our staff to watch for this potentially contaminated product or we could have searched for other vendors who will put patient safety as a higher priority over revenue.